Event description:
A customer reported recurring cartridge alarm 20's requiring frequent cartridge changes. There was no adverse impact on the customer's blood glucose level. As corrective actions, the customer, who was interested in an out-of-warranty loaner pump while obtaining a new device through insurance, was sent a replacement pump by technical support. They were advised on programming the new pump settings and connecting their continuous glucose monitor. The customer successfully resumed insulin therapy after assistance with the cartridge loading process.